Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nausea/vomiting, respiratory tract irritation, asthma (new or worsening), and inflammatory response. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged nausea/vomiting, respiratory tract irritation, asthma (new or worsening), and inflammatory response. Medical intervention was not specified. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no inlet airpath filter, no outlet filter and had a passive outlet port. The vent was let run for 118 minutes, and no foreign particles were observed in the outlet filter. The vent was bench tested which showed the clock setting, the internal battery build date, and two pos flow verify steps failed testing specs. The clock setting and batteries build dates were expected as the ventilator had taken a while to arrive to the pil and be investigated. The pos flow verify failed steps were due to the mt5 sensor on the sensor board drifting out of range compared to the specs. The vent was taken apart. No contamination was found in the air flow path. Black contamination was found on the inside of the blower¿s top cover. The sensor board has been scrapped per the requirements and disposed of accordingly.